Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Contacted with the sales rep today via phone, please refer to the event description, other information requested is unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Correct lot number?

Event description:
It was reported that a patient underwent a intraperitoneal lower segment cesarean section+bilateral tubal ligation procedure on (B)(6) 2023 and suture was used. The device was used to sew the perineum. Post-op on (B)(6) 2023, the patient underwent intraperitoneal lower segment cesarean section+bilateral tubal ligation surgery from 11:40 to 12:40 due to scar uterus, pregnancy complicated with uterine fibroids, and anemia during pregnancy. The surgery was successful and there were no special circumstances during the surgery. On the second day after surgery, the abdominal incision was slightly reddened and swollen, with no leakage. The doctor considered poor suture absorption, the doctor administered lactate ethacridine solution for dressing change and anti-inflammatory treatment. On the fourth day after surgery, the abdominal incision was not reddened and swollen, with good healing and was discharged. Additional information was requested.